Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient underwent surgery in 2017 wherein their implantable pulse generator (ipg) was replaced. Ipg was replaced due to end of life of the device. Patient is stable.